Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and far-field oversensing resulting in a sinus driven pacemaker mediated tachycardia (pmt). Technical services (ts) reviewed device data and recommended further review and provided data to the health care professional (hcp). This lead remains in service. No adverse patient effects were reported.